Event description:
It was reported that the patient had a blood infection and vegetation growth on the tricuspid valve. Decision was made to extract the implantable cardiac defibrillator (ICD) and leads and place epicardial leads and attach to a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694965 implantable tachy lead 2006 (B)(6); 5076-52 implantable pacing lead 2013-06-14 6947m62 implantable tachy lead 2013 (B)(6); (B)(4) implantable cardioverter defibrillator 2013 (B)(6). (B)(4).